Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient product. Customer returned the new product replacement. Unable to confirm complaint.

Event description:
Customer's husband complains of high results. Customer states that wife feels physically fine, denies the need for medical attention. The customer's expected blood results are 95-110mg/dl fasting. Verified test strips expire 10/27/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:n/a. Customer's husband mr. (B)(6) calling on behalf of customer stating customer's meter is providing results that customer's considers high. Mr. (B)(6) not aware if results from memory are fasting.